Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated incident description: it was reported that on an unknown postoperative date, a patient's trochanteric fixation nail advanced (tfna) had slipped. The images that were provided showed that the tfna helical blade had slipped not the nail. Further it was reported that initially patient had pertrochantular femoral fracture left after a fall to the left hip and was implanted with tfna system on (B)(6), 2023. Patient underwent the revision surgery on (B)(6) 2023 due to dislocation to caudal toward small pelvis. No fall recollected. The tfna helical blade was removed. After repositioning the fracture, a new tfna helical blade perforated 90mm was inserted. Subsequently, on (B)(6) 2023 there was a further dislocation of the helical blade toward caudal toward the small pelvis (no fall remember), so that the helical blade from (B)(6) 2023 as well as the tfna intramedullary nail system were completely removed. In the course of this revision operation, a cemented total endoprosthesis from depuy johnson and johnson was implanted. (Corail shaft cemented, size 12, 150 mm, pinnacle panne size 48, non-cemented, pinnacle spongiosa screw, cannulated l50). This report captures the revision surgery performed on (B)(6) 2023, while second revision surgery performed on (B)(6) 2023 is reported under related complaint (B)(4). This report is for one (1) tfna fenestrated helical blade 100mm - sterile this is report 1 of 1 for (B)(4).

Event description:
Device report from germany reports an event as follows: it was reported that on an unknown postoperative date, a patient's trochanteric fixation nail advanced (tfna) nail had slipped. This report is for an unknown tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: date of event is an unknown date in 2023. D1, d2, d3, d4, g4 - 510k: this report is for an unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the product was not returned to depuy synthes, however photos were provided for review. Visual analysis of the provided series of radiographs revealed that the device migrated from his original position. The allegation of migration can be confirmed. The root cause for this failure mode is not established. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the unk - nail head elem: tfna helical blade would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 03-feb-2023 expiration date: 01-jan-2033 part number: 04.038.400s, tfna fenestrated helical blade 100mm -sterile lot number: 4111p51 (sterile) lot quantity: (B)(4). Note: fenestrated helical blade was manufactured by elmira; lot numbers 3993p09 qty (B)(4) and 3995p37 qty (B)(4). Parts were packaged, sterilized, and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.